Event description:
A review of service data has detected a reportable event. During servicing of monitor sn (B)(4), the response buttons were nonfunctional. The last pt to use this monitor did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As rec'd, the response buttons were not able to active the device. Upon eval, the rear response button was unresponsive. Upon investigation, the rear response button is the damaged contacts. The root cause of the damaged contacts cannot be positively identified. No adverse event resulted from the defective response button connector. The pt rec'd a replacement monitor.